Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the electrocardiogram, it appeared that auto mode switch episodes were atrial tachycardia and it did seem like this was atrial fibrillation. However, further examination noticed that intrinsic atrial events were undersensed due to programmed settings. Programming changes were discussed but were not performed.